Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented in clinic for follow-up. The pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Please note the correction for reference report number 2017865-2016-02063.